Manufacturer narrative:
Follow-up #1 date of submission 05/29/2014-product analysis:the pump has been returned and evaluated by product analysis on 05/23/2014 with the following findings:the complaint could not be investigated due to an unrelated issue. A review of the pump¿s black box revealed evidence of the reported call service alarm. The pump alarmed an unrelated call service alarm during the rewind step of the prime sequence.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.